Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with their implantable cardioverter defibrillator (ICD) in backup vvi mode due to event que overflow. In clinic, the ICD was reprogrammed and restored. Cyber security software was also upgraded. The patient was asymptomatic during and after the event. The device will continue to be monitored.